Event description:
Reporter stated that the patient was exhibiting symptoms of hypoglycemia (weak and "about to pass out"). The patient reportedly tested blood glucose, using the suspect device, and obtained a result of 292 mg/dl. Reporter indicated that, based on symptoms, she treated the patient with orange juice. Reporter noted that patient was unable to get the juice for himself. No further treatment was required. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.